Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A1, a4, a5, and a6: no information provided. D4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 .other text : device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient connected to carescape r860 when it was alleged that the exhalation valve detached from the machine, causing loss of mechanical ventilation. Reportedly, the patient desaturated. The ventilator was replaced with another ventilator, the case was resumed, and the patients blood oxygen was restored. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The gehc's field engineer completed a review of the system logs and checkout of the device. The root cause of the alleged patient desaturation cannot be determined.

Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. D4 primary UDI number corrected. D1 product name corrected. D4 model no. Corrected.